Event description:
The affiliate reported that it was noted blood was flowed into the device during implantation on (B)(6) 2014. Since the drainage was not smooth, the device was replaced to the backup device to complete the case. The original device was reported to be discarded. There were no surgical delay greater than 30min and no adverse consequences to the patient. The product information will be provided as soon as jjkk receive it from the facility.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.